Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed to activate and retract the needle. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the second internal medicine department reported. During the use of the product, the needle point safety device is not activated, the needle point is not retracted into the safety device, and the entire needle point leaks out when it is pulled out. No adverse effects on patients and hospital personnel."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection of the photos. It could be observed that the safety cover was not over the needle. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed to activate and retract the needle. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the second internal medicine department reported. During the use of the product, the needle point safety device is not activated, the needle point is not retracted into the safety device, and the entire needle point leaks out when it is pulled out. No adverse effects on patients and hospital personnel."